Event description:
Information was received from a patient who was receiving saline via an implantable pump for non-malignant pain. On (B)(6) 2016, the health care professional (hcp) took half of the medication (dilaudid) out and put in saline. On (B)(6) 2016, the hcp took the rest of the medication, was taken out and the pump was filled with nothing but saline. In 2011, the patient had a peripherally inserted central catheter (PICC) line and jtube and had been sick for a very long time. The patient went to the (B)(6) for 40 days in (B)(6) 2016, she did a biofeedback pelvic floor and a rehab program which required that patient takes everything out of the pump, patient did not know that they were going to require to take everything out. On (B)(6) 2013, the patient was feeling sick and felt like the pump was shifting and it had always been there. The patient's weight was now at (B)(6) lbs, patient had lost so much weight and felt that when she lays on her left side, the pump was going over and when she lays on her right side, she immediately gets sick. The patient was completely off dilaudid and quit everything but still felt nauseous and did not think that she should not feel this way from lasix, sbento and tramadol. Patient was taking oral dilaudid 12mg tablet and was told she can never have the pill again and not a very high dose. The patient stated that it had been recommended to get the pump removed because of her rehab. At the time of this report, the situation was being addressed by the health care professional

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.